Manufacturer narrative:
(B)(4). Evaluation of the returned sample found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that the patient was burned at the pad site during a laparoscopic right ovarian cystectomy excision of the pelvic endometrium. The pad was applied to the patient&#39;s left thigh. When the pad was removed at the end of the procedure, skin was removed. Jelonet was applied to the site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.